Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg for an unknown period of time. As a result, ipg was deemed inoperable. Surgical intervention was undertaken wherein the scs ipg was explanted and replaced and effective therapy was restored post-operatively.